Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Due to pain and poly wear, dr. Replaced liner/head with new head/insert combo.